Event description:
This pt underwent laparoscopic cholecystectomy on 7/20/98. On 7/23/98 seen in ER and placed in observation for complaint of abdominal; discharged 7/24/98. On 7/25/98 returned with continued complaint of abdominal pain. Exploratory laparoscopy performed 7/25/98 and an endoclip was found loose on the cycstic duct and bile leak noted. On 7/23/98 another surgeon performing laparoscopic cholecystectomy found endoclip would not hold on cycystic duct after several attempts using same applier, endoclip applier removed from sterile field and other endoclip appliers were tried without success. The lot number was obtained and this supply was removed from the or stock. Endoclip appliers from lot #l4a755 were returned to dist. Device returned to dist on 7/24/98.